Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patent was having a problem with a titanium mesh plate and associated hardware. One (B)(6) 2007 the patient underwent a cranioplasty and a titanium mesh plate, 16 unknown screws, norian bone putty, and titanium cranial flap tube clamps (textured) were implanted. On an unknown date, the patient complained to surgeon that the area was very sensitive, she could feel the implant, and she was experiencing pain. Explant surgery was performed due to the plate and screws protruding through the patient¿s skin. During explant surgery on (B)(6) 2015, the surgeon opted to leave one of the screws implanted due to difficulties explanting it. The remaining 15 screws and previously reported hardware were successfully explanted. This event is related to complaint (B)(4) (reported separately). This report addresses the unknown screw which could not be removed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information reported that: within the maude report #mw5041591 for the complaint, the event date is listed as (B)(6) 2007, however, reporter confirmed the event date as (B)(6) 2007.

Manufacturer narrative:
This report is for one, unknown screw. Part and lot numbers were not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.